Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on bus and required maintenance. As per part investigation, it was determined that there was thermal damage observed on the assy retractor drawer half height cubie (p/n 353844-01) and a shorted diode d501 / mosfet q501 on both pcba drawer controller board. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 16jun2020 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "drawers not detected" on bus was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. The device was initially evaluated by the field service engineer (fse) according to work order wo: (B)(4), the fse reported that auxiliary drawers 4.1 & 4.2 were not detected on bus. The fse verified errors on screen. The fse replaced drawer controller boards on both drawers and the retractor band of the drawer 4.1. After restarting the station, the fse did not observe any errors. All drawers and cubies were detected correctly, and no issues were found when opening and closing the drawers. The customer tested the drawer and did not observe any problems. During dchu visual inspection p/n 353844-01: the assy retractor dwr hh cubie was received with copper strands in contact with adjacent copper strands. P/n 151622-01: both boards (s/n: (B)(6)) showed no signs of physical damage, fluid ingress, loose or missing components. During dchu testing: p/n 353844-01: testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection of the "assy retractor dwr hh cubie". P/n 151622-01: sn: (B)(6): the board did not pass the dmm testing due to low resistance between tp502 and tp505. Sn: (B)(6): the board did not pass the dmm testing due to low resistance between tp502 and tp505. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).